Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "defib fault 85" and "pacer fault 116" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.